Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old hispanic female patient underwent a primary breast augmentation with two 375cc mentor smooth round moderate profile saline breast prostheses and experienced cutaneous contour deformity on the left side and anisomastia on the right side post-operatively. The patient reported feeling a bubble on her left side however, was told there was no abnormalities. In addition, the patient had also reported drooping on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
On july 13, 2022, mentor received additional information regarding the device date of explantation and the patient's diagnosis. The device date of explantation has been updated to (B)(6) 2022. Section d6b. Explantation date: (B)(6) 2022. It was reported that the patient's right breast prosthesis was deflated. The medical device problem code field and health effect - impact code in section h6 has been updated on this report. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: anisomastia and deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 07, 2022, the mentor failure analysis lab has received the device for evaluation. On september 11, 2022, the evaluation for the device was completed. On september 19, 2022, mentor received additional information confirming the patient had breast ptosis. Device evaluation summary: visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).